Manufacturer narrative:
This event is no longer reportable since information from the field indicated this device was explanted due to the physician discretion due to the patient receiving radiation therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non product experience. The device has been returned and is pending analysis. No additional adverse patient effects were reported. Information from the field later on indicated this device was explanted due to the physician discretion due to the patient receiving radiation therapy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non product experience. The device has been returned and is pending analysis. No additional adverse patient effects were reported.